Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed the rv lead was dislodged. A lead revision is anticipated but not yet scheduled. The patient was in stable condition.

Event description:
During follow-up, intermittent capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed the rv lead was dislodged. A lead revision was performed to resolve the issue. The patient was in stable condition.